Manufacturer narrative:
A ge service rep performed an on site investigation. The computer needs to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported the system would not boot up and had a timeout error. This error indicated the boot device is lost and the system is trying to find the boot device from the network. There is no report of pt injury or death.